Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd saf-t-intima¿ IV catheter safety system the catheter tip was damaged/deformed/defective. The following information was provided by the initial reporter. The customer received a syringe with a damaged tip.

Manufacturer narrative:
H.6. Investigation: since no samples displaying the condition reported were available for examination, we were unable to fully investigate this incident. A device history record review showed no non-conformances associated with this issue during the production of this batch. The complaint could not be confirmed and the root cause is undetermined. H3 other text : see h.10.

Event description:
It was reported when using the bd saf-t-intima¿ IV catheter safety system the catheter tip was damaged/deformed/defective. The following information was provided by the initial reporter. The customer received a syringe with a damaged tip.